Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. It was reported that the customer experienced a high blood glucose (bg) level of "high" although a specific value was not provided. The customer addressed their bg with a correction bolus via pump. Customer reverted to an alternate method of insulin therapy.